Manufacturer narrative:
(B) (4).

Event description:
The pt's device was not working, because it had "gone bad". The pt was told by his physician that the wire was broken and it needed to be replaced. The pt was re-directed to his physician. Additional info from the pt's physician confirmed that the device was not working and there was high impedance. The pt had a revision in which the lead was replaced. The physician attributed the event to the lead. There were no pt injuries.